Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer is not currently on pump therapy and have not been able to turn the pump on since stopping insulin therapy. Customers pump is currently out of warranty. Customer declined follow up or to provide additional information.